Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ insulin syringe with the bd ultra-fine¿ needle had a cracked shield and barrel. No serious injury or medical intervention was reported. Verbatim: "material no. 324912, batch no. 8043906. It was reported that on syringe had a cracked shield and barrel. Verbatim: consumer reported finding one syringe with cracked shield and cracked barrel. Sample available. Lot: 8043906, expiration date: 2023-02-28, occurrence date: unknown. Item: 324912. Did not use syringe. Please cross reference (B)(4), (consumer is sending back sample from that case with this new case file)".

Manufacturer narrative:
Investigation summary: customer returned (1) loose 31g 6mm 1 ml cc bd insulin syringe (used). Customer states finding one syringe with cracked shield and cracked barrel. The returned syringe was examined and was confirmed to exhibit a cracked shield and cracked barrel. A review of the device history record was completed for batch# 8043906. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200743168] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. No CAPA is required at this time. Possible root causes for cracked barrel: 1.defect could have occurred at the prep dial of the metro assembly machine loss of back pressure on the in-feed rail may cause the barrel to become pinched at the rail / prep dial junction. The trip gate eye sensor should detect low rail conditions and activate the trip gate to prevent the barrels from being loaded into the prep dial and possibly jamming at that location. 2.infeed dial at barrel printers. 3.loss of back pressure at infeed rail also at form fill & seal. Possible root cause for cracked shield: likely a jaw jam of form fill & seal and then made it to packaging.

Event description:
It was reported that bd¿ insulin syringe with the bd ultra-fine¿ needle had a cracked shield and barrel. No serious injury or medical intervention was reported. Verbatim: "material no. 324912 batch no. 8043906 it was reported that on syringe had a cracked shield and barrel. Verbatim: consumer reported finding one syringe with cracked shield and cracked barrel. Sample available. Lot: 8043906, expirational date: 2023-02-28, occurrence date: unknown. Item: 324912. Did not use syringe. Please cross reference cs0003614, (consumer is sending back sample from that case with this new case file)".